Event description:
A hospital rep reported that during a case, a system message was displayed. The system was exchanged and the surgeon was able to continue the case with no further delays. There was no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).